Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's machine flow sensor was replaced to address the issue. There was evidence of contamination. In addition of the above evaluation, the device's needs replaced system board, display board, machine flow sensor, front panel, blower motor, blower seal, blower mounts, blower cap, blower chassis plate, cooling fan both fans, muffler assembly, inlet and outlet side panels, fio2 housing, tubing, housing due to contamination. The device's software was upgraded.